Manufacturer narrative:
(B)(4)

Event description:
It was reported that the an alert was triggered for right ventricular (rv) lead pace/sense impedance out of range. The rv lead remains in use and further testing was recommended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Performance data from the device was analyzed and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Further comments include that there were 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2013. The weekly pace lead trend data show various spike increases for min and max ventricular pace bipolar impedance = 494 to 1007 ohms peak between (B)(6) 2012 and (B)(6) 2013. Concomitant products: 5076 implantable pacing lead (B)(6) 2004; 5076 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was later reported that an xray indicated that there was a lead fracture near the connector block. The rv lead remains in use.